Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead moved during the implant procedure and the capture threshold went up. The lobes would not undeploy to reposition the lead, but the physician was able to improve capture thresholds and the lead was implanted. No patient complications were reported as a result of this event.